Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that the plaintiff underwent a total hip arthroplasty on (B)(6). It is further alleged that several years after implantation, the plaintiff began experiencing discomfort in the area of the device. The patient's hip was then revised on (B)(6) and during this surgery, "it was discovered that there was metallosis and trunnionosis in plaintiff's hip along with fluid under pressure".